Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/29/2016 with the following findings: during testing, the battery compartment was observed to be cracked. The display was dim and discolored. The pump cover was opened and moisture was observed on the printed circuit board. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment, a display failure, and moisture on the printed circuit board. This report is made based on results of investigation completed on 08/29/2016.